Event description:
The customer reported that she activated the pod at 7:10 am. She deactivated the device. She thinks the cannula was not properly inserted because it was flat against the adhesive when she removed it.

Manufacturer narrative:
The returned device was evaluated and performed as intended. The cannula tip was round in shape and not flattened. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer thought that the cannula had not inserted properly. This condition could interrupt insulin delivery and contributed to hyperglycemia. It cannot be confirmed, nor conclusively excluded through laboratory testing. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." Qualification records were reviewed and the product lot met all acceptance criteria.